Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. This is the final report.

Event description:
The recipient reportedly experienced a flap infection. The recipient presented with draining at the incision site. The recipient was hospitalized overnight on (B)(6) 2019.